Event description:
The customer stated that she received back to back blood glucose readings of 200, 100, 87, and 50 mg/dl. The difference between some of the readings falls in the "c" zone of the parkes error grid, making the differences clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacment strips will be sent.